Event description:
It was reported that this pacemaker exhibited loss of capture (loc), lack of sensing and high out of range impedance measurements for its right ventricular (rv) lead that caused its lead safety switch (lss) to be triggered. Technical services (ts) was consulted and discussed stored data and discussed troubleshooting options. X-ray imaging was performed and it was confirmed the terminal pin was not fully inserted. The pacemaker was reprogrammed to unipolar pace and sensing. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device resulting in the reported loss of capture (loc), lack of sensing and high out of range impedance measurements. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited loss of capture (loc), lack of sensing and high out of range impedance measurements for its right ventricular (rv) lead that caused its lead safety switch (lss) to be triggered. Technical services (ts) was consulted and discussed stored data and discussed troubleshooting options. X-ray imaging was performed and it was confirmed the terminal pin was not fully inserted. The pacemaker was reprogrammed to unipolar pace and sensing. This device remains in service. No adverse patient effects were reported.